Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture. Based on the device analysis grid, the assessments of the complaint are: rupture: no observed were openings on the device. Additional observations: observed deformation on the device. Red particles observed in the surface of the device.

Event description:
Physician reported rupture. The device has been explanted and replaced with a non-allergan device. This record relates to the right side.